Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 182 mg/dl at the time of the incident. Customer did not have new batteries to finish troubleshooting. Display did not return after pump restart. Pump was exposed to moisture. Customer states the display was not blank less than 30 seconds. Customer was walked through blank display troubleshooting but did not have new batteries available. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. No moisture damage was found on the keypad assembly, motor, or force sensor. Pump received with scratched case, pillowing keypad overlay, cracked battery tube threads, cracked select button keypad overlay, cracked case behind the pump near the battery compartment, and minor scratched lcd window.